Event description:
During an operative hysteroscopy of the uterus, the scissors malfunctioned causing a small piece to fall into the uterus after taking the first bite of the inferior most aspect of the uterine septum. The procedure was completed with a second device and the surgeon did not attempt to retrieve the piece since he was confident that the piece would be expelled naturally.